Manufacturer narrative:
A device history record (DHR) review was performed and it was observed that the lot number reported in the complaint was one of the lot numbers identified to be affected with a valve issue from the supplier (B)(4). The sample was not returned for evaluation, therefore, the complaint could not be confirmed. Although the complaint could not be confirmed, this is a known issue, therefore, a supplier corrective action request (scar) was issued to the valve vendor and a CAPA was opened to address this issue.

Event description:
The complaint is reported as: the cuff was difficult to inflate prior to use.